Manufacturer narrative:
(B)(4). The customer reported the unit would not charge the battery. The customer isolated the issue and requested a replacement ac power module. Philips sent the customer a new ac power module to resolve the reported issue. As of (B)(6) 2011, there have been no further calls from the customer regarding this issue.

Event description:
The customer reported the unit would not charge the battery.